Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the marker band.

Event description:
It wa reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced fordolation. However, during inflation, the balloon burst. The procedure was completed with another of the same device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.